Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source's light is gone. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The reportable event of light source not lighting up as it reached five-hundred hours of usage was confirmed. Based on the results of the investigation, it was presumed that the lamp did not light up due to light source being out as it reached five-hundred hours of usage. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during preparation for a transurethral resection (tur) lateral resectoscopy. The procedure was successfully completed using a similar device with no delays.